Manufacturer narrative:
A review of the manufacturing documentation and sterilization documentation for the devices in question was performed. It revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2020. The original surgery date is (B)(6) 2015. The reason for revision is reported disassociation. During the revision, components were removed and replaced with non-omni devices.